Event description:
It was reported that a balloon leak occurred. The target lesion was located in an arteriovenous fistula. A 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for a percutaneous transluminal angioplasty procedure. During the procedure, it was noted that contrast was leaking during inflation. The procedure was completed with a different device. No patient complications reported.